Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted ukr surgery, when starting burring the femur, after a few bone burring the real intelligence robotic drill stop functioning, without any response, tried to restart and was not possible to continue the case, cori gave a message to contact support system. The procedure was resumed, after a significant delay, changing to a manual procedure. No injury was reported as a consequence of this issue.

Manufacturer narrative:
D9: the device was returned for evaluation. D10: concomitant products were added. H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. During initial testing, a communication error occurred when attempting to unlock the drill, followed by an internal error. A kpc test was performed, and the drill responded correctly. The burr was loaded and began spinning irregularly, then normalized. A loud grinding noise and a cracking sound were heard at maximum speed. Despite this, all tests passed. Upon opening the drill for inspection, the exposure motor passed, but the extension shaft tip showed signs of melting. The carriage was removed, revealing broken bearings and residue. The front bearing was damaged with signs of liquid ingress; the rear bearing was intact but also contaminated. The slip shaft was heavily worn, though the seals were defect-free. After replacing the defective parts, a new test was run successfully with no failures. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a broken bearing due to and extensive amount of residue buildup caused by using an out if spec drill attachment. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.